Event description:
It was reported that an ilet user experienced persistent high glucose readings with occlusion alerts while using an inset infusion set with elevated blood glucose confirmed by a fingerstick of 440 mg/dl. Inspection revealed a partially dislodged cannula with site wetness and later a large air bubble in the cartridge, after which the user replaced the infusion set and removed the bubble, and glucose trends began to decline. Customer care provided support that included remote troubleshooting and education on infusion set replacement, and cartridge inspection. Investigation of this case revealed flow interruption due to an occluded or displaced cannula and air entrainment in the cartridge and tubing, consistent with infusion set and insulin path issues that resolved after supply change and air removal. No symptoms associated with hyperglycemia reported. Outcomes included need for troubleshooting, with continued monitoring without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was user-related setup issues leading to infusion interruption and air in the fluid path.